Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred and multiple power source alerts occurred while using multiple power adapters and usb cables. Customer's blood glucose was 132 mg/dl. Customer continued to use pump for insulin therapy.